Event description:
Caller alleges inaccuracy with inratio.results as follows: date: 2007, inratio:1.3, lab: 7.4, date: two days later, inratio: 1.4, lab: 4.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio:1.3, lab:7.4, mean: 4.4, confidence limits:2.5-6.5, date: two days later, inratio: 1.4, lab: 4.3, mean: 2.9, confidence limits: 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both data sets, both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. This case qualifies as an adverse event: vitamin k was given to the pt. Adverse event follow up: pt is stable.